Event description:
Non-delivery reported. The pump was set to infuse primacor in the variable mode with one phase delivery programmed at 108ml/hr from 6pm to 6:10pm, and a base rate of 10.8ml/hr from 6:10pm through 8am. The container size was 175ml. The following day, a home health nurse observed that the pump had stopped at an unspecified time. The pt had received the phase dose, delivery had stopped sometime during the base rate delivery. She attempted to review the pump history to determine what had occurred, but she reports the pump did not allow her to advance through the entire history. The pt did not experience any adverse effects. No add'l info was available.

Manufacturer narrative:
Although the customer reported not being able to view the entire pump history, we were able to scroll through the history. "Begin base rate delivery" was observed to be documented to the history log repeatedly. This is unusual. We could not duplicate the experience and we could find no cause for the problem. The pump was programmed for a "variable mode" infusion test using the customer protocol of: base rate 10.8ml/h, start time 18:00, stop time 18:10 and ran within specifications and without any alarms. The program was reset and a second test was run. Each time testing ran within specifications. The percent of errors were -1.87% and -1.21%. Fluid spillage was found on the motor frame.